Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had broken output connectors. It was indicated that both battery wires were pinched in multiple locations. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.